Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the electronic components in the power supply unit caused an accidental failure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to power supply failure. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the olympus, model cv-190, evis exera iii video system center, was not powering on. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without delay using a different cv-190. There was no patient injury, associated with the problem, reported to olympus.